Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "I am contacting you to inform you of a quality defect concerning one of your luer lock 3 pieces 50 ml syringesper. Date 08/2024. The problem occurred as follows: during sampling of a cytotoxic product (cetuximab), the preparer noticed a leakage of liquid between the rubber seal of the plunger and the syringe barrel. Action taken: quarantine the affected syringe. Problem not observed with the following syringes of the same batch number."

Manufacturer narrative:
H.6 investigation summary: one photo sample was received for evaluation. Through visual inspection of the sample, a leakage through the stopper ribs can be observed. There is no damage or defects that can be identified in the photo that could have caused a leak. A device history review was performed for the reported lot 1909227, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1909227 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified during testing. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "I am contacting you to inform you of a quality defect concerning one of your luer lock 3 pieces 50 ml syringesper. Date 08/2024. The problem occurred as follows: during sampling of a cytotoxic product (cetuximab), the preparer noticed a leakage of liquid between the rubber seal of the plunger and the syringe barrel. Action taken: quarantine the affected syringe. Problem not observed with the following syringes of the same batch number."